Event description:
It was reported that following an implant procedure of a right ventricular (rv) lead, the patient experienced a pneumothorax. The pneumothorax was resolved by drainage and the patient was stable with no additional consequences. The rv lead remains implanted and in service.